Event description:
The patient was having a robot assisted laparoscopic radial prostatectomy. During the procedure, a piece of the maryland bipolar forceps fell off of the instrument into the operating field. The surgeon was able to retrieve and remove the metal piece, which looked like a washer from the end of the instrument. The instrument was removed from the surgical field and tagged for return to intuitive surgical, inc. For investigation and replacement. There was no injury to the patient as a result of this incident.